Manufacturer narrative:
The mega suturecut needle driver instrument will not be returned for evaluation. However, the customer provided photographic images of the instrument. Based on the pictures provided, internal bench testing, and the information provided from the system logs, it was concluded that the tips had to be overloaded to fail in that manner. Although, this instrument was only used twice, it cannot be concluded at this point that either the instrument was not conforming or that there was some mishandling/misuse. This failure was recreated in house while overloading the grips perpendicularly to the grip action, which could happen by either inadvertent collisions, tip-to-tip cleaning, or improper needle holding. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion. A piece of the instrument allegedly broke off and fell inside the patient. The broken piece was retrieved during the same procedure. However, at this time it is unknown what caused the breakage. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci assisted inguinal hernia repair procedure, as the surgeon was finishing and stitching up, the tip of the mega suturecut needle driver instrument broke inside the patient. An x-ray was performed to successfully retrieve the instrument fragment which was found in the lungs. There was no report of patient harm, adverse outcome or injury.